Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2014, a patient of unknown age and gender presented for PICC placement procedure. During the procedure, when the treating physician was withdrawing the guidewire from the PICC, the guidewire became stuck inside of the PICC. As the treating physician attempted to remove the guidewire, the wire became unraveled inside of the catheter shaft. The catheter and guidewire were removed and new of the same devices were used to successfully complete the procedure. It was reported the patient suffered no harm or injury due to the event. It was reported the disposable device has been returned to the manufacturer for evaluation.